Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for multiple cartridges the patient line tubing appeared to have "cuts" near the entrance to the cartridge. Reportedly, the patient line tubing was not detached. In one circumstance, the customer's blood glucose level became slightly elevated to 200 mg/dl, which was addressed with a manual injection. The customer was able to load a new cartridge and resume insulin delivery.